Event description:
It was reported by the sales rep that due to a piece missing from a pneumo sure adapter, during a laparoscopy procedure, the system reportedly did not recognize that there was a tubeset. It was reported that the surgery had to be cancelled and rescheduled.

Manufacturer narrative:
The device referenced in this report was not received for investigation and a definite root cause cannot be determined. All pneumo sure insufflators shipped after 25th of august included a new optical sensor for tube set detection. A change was made to the adaptor to work with the optical sensor pneumo sure insufflators. All adaptors with lot number 5011913 and greater consist of the pin along with the adaptor. If the former adaptor (without the pin) is used with the optical sensor pneumo sure insufflators, the unit will not recognize the adaptor/tubing and display error message "tube set not connected." Furthermore, the insufflator will not pump co2 due to the error message. It can be assumed that the pin was not used with the adaptor. Probable root cause: the communication regarding the design change did not go out to the sales representatives prior to implementation of the design change. This communication was sent by marketing after the change was implemented and as such the sales reps were unable to ensure their accounts received the pin to provide for a seamless transition. CAPA: a training bulletin was sent to the sales force by marketing on 11/3/08 to educate them on the change and proper course of action to take for their accounts.